Event description:
It was reported that open surgery was required to retrieve a broken piece.

Manufacturer narrative:
The tip breaking condition (ceramic plus electrode) was confirmed on the returned unit. The detached piece was not returned with the unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery as the unit was activated at least 46 times, which is the maximum amount of activations the e-prom stores before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit showed excessive scratch marks with a pointy object and damage to the insulation which is indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and even though they are not conclusive that excessive force was used during surgery, exceeding the part strength per design, which can result in the damage observed, it is contraindicated as per user instructions for the serfas energy probes family (p/n 1000-400-763) and it may have contributed to the reported condition. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that open surgery was required to retrieve a broken piece.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.